Event description:
Doesn't start with the analysis during the stk approval. No patient involvement.

Manufacturer narrative:
Serial number corrected from (B)(6) to (B)(6).

Event description:
Doesn¿t start with the analysis during the stk approval. No patient involvement.